Event description:
Caller reported a malfunction on the pump with malfunction code malf 0, but no notable events occurred prior to this, and there was no adverse impact to the customer¿s blood glucose level. The technical support team resolved the issue by initiating the process to send a replacement pump with updated software. The customer reverted to an alternate method of insulin therapy multiple daily injection (mdi).